Manufacturer narrative:
To date, device has not yet been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flushing pump was damage. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation and information obtained from this complaint, the most probable cause was not established. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump was damage. The procedure was completed using a similar device. There were no reports of patient harm.